Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a thoracoscopic procedure when it was reported ¿there was a case where he developed subcutaneous emphysema while using the airseal unit and 12mm assist port. The circumstances and other details are unknown due to the past story.¿. There was no report of malfunction of the airseal. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
Correction: therapy date was corrected to unknown. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history review (DHR) cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 96 complaints, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) reported on behalf of the customer that the as-ifs1, airseal ifs, 110v, device was being used on an unknown date during a thoracoscopic procedure when it was reported ¿there was a case where he developed subcutaneous emphysema while using the airseal unit and 12mm assist port. The circumstances and other details are unknown due to the past story.¿ there was no report of malfunction of the airseal. The procedure was completed and there was no report of medical intervention, or extended hospitalization for the patient. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was also used in this procedure and will be listed as a concomitant device and there are no allegations against it. This report is being raised on the reported injury due to the patient obtaining subcutaneous emphysema.